Manufacturer narrative:
The pump has been returned to animas and evaluated on 06/02/2016 with the following findings: the pump¿s black box showed that there was a manual time change on (B)(6) 2015 from 00:05 to 12:05. On (B)(6) 2016 at 12:12 a pump reboot event occurred. When the pump was powered back on the time/date reset to the default setting. It was then manually adjusted and deliveries resumed at (B)(6) 2016 at 12:23. The pump was exercised for 24 hours. After 24 hours the battery was removed for 6 hours. The bench testing confirmed when the battery was reinserted after 6 hours without power the time and date had reset to the default settings. The recorded total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump was able to perform the prime steps with no issues observed. The pump passed a delivery accuracy test and was found to be delivering within the required range. A visible inspection confirmed that the bt1 internal battery was leaking. Unrelated to the initial allegation, the battery compartment was cracked on the side at the threads and below the bumper pad. (B)(4).

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 24 mg/dl with symptoms of confusion. The reporter stated that the patient did not receive any treatment above and beyond the normal course of diabetes management. The patient remained on the pump following the blood glucose excursion. The reporter stated that the time and date settings for the pump was resetting when the battery was removed for less than 24 hours. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient allegedly experienced a hypoglycemic event as a result of use error of the pump.